Manufacturer narrative:
The reported events were insulation damage, inappropriate shock, and noise. As received, a complete lead was returned in one piece. The reported events of insulation damage and noise were confirmed. Visual examination noted an external insulation abrasion breaching the ring electrode, right ventricular, and inner coil lumen proximal to the suture tie impression. One of the ring electrode ethylene tetrafluoroethylene (etfe) cable coatings were noted abraded in this region with the polytetrafluoroethylene (ptfe) liner intact and undamaged. The cause of insulation damage and noise was due to the exposure of the ring electrode cable consistent with friction to device can.

Event description:
It was reported that the patient experienced an inappropriate shock due to insulation damage on the right ventricular (rv) lead. As a result, the patient was admitted to the hospital. During the follow-up, provocative testing was performed where noise that led to over-sensing was observed and reproduced. The rv lead was explanted and replaced to resolve the event. During the additional surgery, the damage was visually confirmed. The patient was stable and will continue to be monitored.